Event description:
After 2 months of implantation, this ICD was explanted after the pt expired. It was noted that the pt was "externally defibrillated" on more than 1 occasion. It was reported that the ICD "may have malfunctioned.

Event description:
After 2 months of implantation, this ICD was explanted after the pt expired. It was noted that the pt was "externally defibrillated" on more than 1 occasion. It was reported that the ICD "may have malfunctioned".